Event description:
No additional information was received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a probable cause of this complaint is: the over current may have occurred by attachment/detachment of the connector while the system was on, over current from other products or electrical wiring, dusty/dirty electrical contacts at the system/video connector. IFU states that the event is detectable/preventable by handling the product in accordance with the following IFU. Ltf-s190-5 IFU: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during maintenance, the videoscope exhibited error code e228. There was no patient involvement.